Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported material deformation (flared stent) and difficult to position (guide catheter) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported material deformation (flared stent) and difficult to position (guide catheter) appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation located in the moderately tortuous, left anterior descending artery. Resistance was felt with the 7fr guiding catheter when advancing the 2.8 x 19 graftmaster stent delivery system (sds). The device was removed. After removal from the guiding catheter, a stent strut was noted to be flared. Another graftmaster sds was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.